Event description:
Physician reports rupture. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles in the gel and on shell, creases fold, and an opening extended. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp opening on posterior. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture. The device has been explanted and replaced. This relates to the right side.